Event description:
Reportedly, the subject crt-d could not be interrogated with an orchestra plus programmer and a smarttouch tablet on (B)(6) 2019. During a follow-up performed on (B)(6) 2019, the crt-d was successfully interrogated with inductive telemetry. However, it was difficult to interrogate the crt-d with rf telemetry. The rf telemetry antenna had to be placed almost on the patient¿s shoulder in order to have a stable signal. When it was 10 centimeters away, the communication was disrupted. Difficulties were also encountered last year when the physician interrogated the crt-d with rf telemetry. The patient reported that remote monitoring never worked. Preliminary analysis revealed that the crt-d could not be interrogated on (B)(6) 2019 due to issue on the smarttouch and communication issues with rf telemetry.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d could not be interrogated with an orchestra plus programmer and a smarttouch tablet on (B)(6) 2019. During a follow-up performed on (B)(6) 2019, the crt-d was successfully interrogated with inductive telemetry. However, it was difficult to interrogate the crt-d with rf telemetry. The rf telemetry antenna had to be placed almost on the patient¿s shoulder in order to have a stable signal. When it was 10 centimeters away, the communication was disrupted. Difficulties were also encountered last year when the physician interrogated the crt-d with rf telemetry. The patient reported that remote monitoring never worked. Preliminary analysis revealed that the crt-d could not be interrogated on (B)(6) 2019 due to issue on the smarttouch and communication issues with rf telemetry.